Manufacturer narrative:
Insulin pump passed the displacement test, rewind, basic occlusion, occlusion, prime/a33 and excessive no delivery test. No motor error alarm noted. Motor passed motor test. No unexpected e70 alarms noted. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However; the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4). A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Event description:
Information received by medtronic indicated that the insulin pump had motor error alarm. Customer stated that the insulin pump was not exposed to high magnetic field. Customer was able to clear the alarm and able to rewind the insulin pump. Customer stated that the insulin pump had motor error alarms in the alarm history. Customer also experienced high blood glucose level of 520 mg/dl. The insulin pump will be returned for analysis.